Event description:
It was reported that a faradrive steerable sheath clear was used. Post operatively, the patient experienced fluid retention and gained 5 lbs. Lasix was prescribed. The event did not result in a prolonged hospitalization.